Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient has autism and interrupted the use of the audio processor (ap) for approximately one year while waiting for the replacement of a component. At the appointment with the audiologist, she observed that the ground path impedance (gpi) value was significantly higher compared to the last visit, and that the recipient presented no longer neural responses. Further proceedings are unknown.

Manufacturer narrative:
Additional information: according to the information received from the field in situ measurements show an increased ground path impedance likely due to bad tissue contact of the reference electrode. No information on possible further steps has been received.

Event description:
The recipient has autism. The use of the audio processor (ap) was interrupted for approximately one year while waiting for the replacement of a component. At the appointment with the audiologist, it was observed that the ground path impedance (gpi) value was significantly higher compared to the last visit, and that the recipient no longer presented neural responses. Further proceedings are unknown.